Manufacturer narrative:
A partial lead was returned for analysis in 21.8/22.2cm and 55.7/56.2/56.8/58.0cm segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14343. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of capture and high pacing impedance and the left ventricular - lv lead exhibited high capture threshold. It was found that the rv lead was fractured and the lv lead was dislodged. It is unknown if diagnostic imaging was performed. During the procedure, the physician attempted to reposition the lv lead and was unable to. The rv and lv leads were explanted and replaced. The patient was in stable condition throughout the procedure.